Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the wire moved and she had pain and discomfort. The patient reported that the doctor wasn't able to determine the reason/cause for the lead appearing to be going off to the right. The patient reported that the issue wasn't resolved and she was told to make an appointment with a representative. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that in (B)(6) 2019, a lead wire came out of the patient's spine. Clarification was requested to explain why the patient thought the lead had come out of the spine and it was explained that the lead wire had previously gone straight along the spinal cord, but the patient's partner noticed it didn't look like that because it was going down and off to the right. No reports of trauma or falls were alleged to have contributed to this. The patient had an appointment scheduled to meet with their doctor on (B)(6) 2019. They were redirected to the doctor and it was reviewed that the doctor would need to schedule an appointment with a manufacturer representative (rep) if they would like one at the appointment. No further complications were reported or anticipated.